Event description:
It was reported the customer's backlight was not functional on their insulin pump. Troubleshooting could not get the customer's backlight to work. It was also found the insulin pump was in vibrate mode, and the backlight was working when programming certain featuers. The customer's insulin pump will be replaced. The customer's blood glucose was 8.8 mmol/l. No additional information provided.

Manufacturer narrative:
Pump received with no backlight due to faulty panel on the lcd board. Also received with cracked reservoir tube lip and minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.